Event description:
A customer contacted baxter (B)(4) product surveillance regarding one minicap transfer set with a loose connection. The nurse stated that the connection seemed loose between the tubing and the plastic end that hooks to the titanium adapter. The nurse stated the loose connection was noted while attaching the unit to the patient's catheter. The nurse advised that the silicone tubing turns on the barbed connector. A review of all batch record documents was performed on (B)(4) 2010 with no issues noted during the manufacturing process. There were no deviations from standard procedure. There was no injury or medical intervention reported. The sample was requested for evaluation. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.